Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3778-60 lot# serial# (B)(4) product type lead product ID 3778 serial# (B)(4). Product type lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins). It was reported the system initially controlled symptoms, but lost effectiveness on (B)(4) 2017. The patient turned the device off and does not use it. The device does not work that well for the patient¿s pain anymore. The event was not due to programming. The patient wanted it explanted. The ins was explanted and not replaced on (B)(6) 2017 and the outcome was noted as resolved without sequelae on (B)(6) 2017. The etiology indicated the relationship of the event to the device or therapy was possibly related, but not related to the implant procedure.

Event description:
Additional information from the healthcare professional of the clinical study clarified the loss of efficacy was related to program ing/stimulation. The explanted device was disposed of according to biohazard instructions.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider of a clinical study via a company representative that the etiology was programming/stimulation.